Event description:
During on orif of the third and fourth metacarpal; surgeon was inserting screws and three screw heads broke off. The screw shafts remain implanted. Surgeon selected other screws and completed the procedure. This is 1 of three reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Only the head of the screw was returned for evaluation. No part number was provided. The material type is titanium, head diameter measures 2.95, the cross slot width is between 0.55-0.60 and the screw color is gold. This is not enough information to determine the part number of the screw.

Manufacturer narrative:
Device used for treatment and not diagnosis. Possible type screw, information from product evaluation. Based on the information provided in the complaint and a measurement of the broken screw heads these appear to be 1.5mm cortex screws, of unknown lengths. Synthes literature indicates the 1.5mm non-locking hand module for use in the proximal and middle phalanges, and not the metacarpals. Therefore the use of these implants was off-label. The design risk assessment is adequate for the intended use.